Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.